Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a "bit-flip" error. There was an manual guided reset (mgr) performed on the device which was successful. The device was then interrogated without a problem. The device remains in use. No patient complications have been reported as a result of this event.